Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one (1) sample and one (1) photo were provided by the customer. The needle hub was visually examined and it was found that the needle hub was not properly formed. The photo provided by the customer shows the same defect. The needle filter hubs are molded and manufactured at bd¿s supplier and shipped to bd where the needle is assembled to the hub and package. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. A complaint history check was not performed as the lot number is "unknown" for this complaint. Root cause description: a complaint history check was not performed as the lot number is "unknown" for this complaint. Rationale: bd acknowledges that the returned complaint sample has a needle hub which has not been molded correctly; however, as the batch number was not provided a device history record (DHR) review was not able to be performed. Therefore it cannot be determined if this was an isolated occurrence or not. As a consequence, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that before use, the hub of the bd¿ blunt fill needle with filter was found "malformed" and had difficulty attaching to the syringe. The following information was provided by the initial reporter: "hub of blunt fill filter needle is defective; the lip of the needle is malformed. It didn¿t hurt anyone or anything like that. The nurse had trouble attaching it to the syringe and discovered that it was faulty."